Manufacturer narrative:
On july 11, 2016 additional information was received on the patient's current status stating that the patient died while in nursing home in may due to complications from aspiration pneumonia. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
A medwatch report was received on february 8, 2016 and a follow-up was performed with the account. The account has confirmed that this report is for this event. Additional information was provided on this event. There is a correction on the procedure date. The procedure was reported in the supplemental as (B)(6) 2015. It was clarified that the procedure date was (B)(6) 2015. The patient¿s (B)(6). On (B)(6) 2015, the patient was admitted for symptoms of pericarditis, including chest pain. A chest CT showed tiny pericardial effusions and tiny bilateral pleural. The patient also had odynophagia and a suspected esophageal injury. On (B)(6) 2015, an esophagogastroduodenoscopy (egd) was performed and an esophageal ulcer was identified. The patient was made to have nothing by mouth (npo), and the patient¿s injury was monitored for a week. On (B)(6) 2015, an egd was performed and an esophageal fistula was identified. On (B)(6) 2015, the patient had an esophagectomy for the esophageal perforation. The patient was discharged on (B)(6) 2015. (B)(4)

Manufacturer narrative:
Additional information was received on october 24, 2016 stating that the health status of the patient following discharge from the hospital on (B)(6) 2015 was poor. Therefore, he was admitted to a nursing home for care. (B)(4).

Manufacturer narrative:
During an internal review on october 28, 2016, a correction was noted on the patient's medical history. Originally it was reported as unknown. The patient¿s medical history is paroxysmal atrial fibrillation, mixed hyperlipidemia, hypertension, and existing esophageal scar secondary to childhood injury. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on march 21, 2016 clarifying that the chest CT showed tiny pericardial effusions and tiny bilateral pleural effusions. This is a correction as in the supplemental #2 the information that was provided was that a chest CT showed tiny pericardial effusions and tiny bilateral pleural. (B)(4).

Manufacturer narrative:
Additional information was received on january 5, 2016 on the event. The patient was a (B)(6) female weighing (B)(6). The procedure was on (B)(6) 2015. This condition was discovered on (B)(6) 2015. The temperature probe, low power and low time on posterior wall were used during the procedure. There were no error messages observed on the biosense webster equipment during the procedure. The esophageal injury was confirmed by the endoscopy and surgery. The patient had an esophageal resection performed and the patient has improved. The patient had multiple hospitalizations and extended stays. The relevant tests were a CT and endoscopy. The physician¿s opinion on the cause of the adverse event were biosense webster product malfunction and procedure related. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). Concomitant products: carto 3 rmt system, model #: m-5830-01, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). Ismus catheter, model #: d-1171-22-s, lot #: unknown. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter and the smart ablate generator and suffered an esophageal fistula. The patient's medical history is unknown. It was reported that the patient returned to the hospital approximately 3-4 weeks post-procedure. The caller had limited information concerning details of the date of return, circumstances leading to the patient's return, and the patient's current status. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.